Event description:
Same case as MDR ID # 2134265-2013-00476, 2134265-2013-00478. It was reported that during percutaneous coronary intervention (pci) procedure, the ilab motordrive did not pullback properly. The automatic pullback of the ilab motordrive did not work when used with the replaced atlantis sr pro² imaging catheter and a bsc sled. The procedure was completed with the different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).